Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the exact cause of the paravalvular leak (pvl) post valve deployment cannot be confirmed. In addition to the procedure itself, patient factors (severe valvular calcification, bulky native leaflet calcification) likely contributed to the event. The exact cause of the lca occlusion following post-dilation of the valve cannot be confirmed. In addition to the procedural factors (multiple post-dilations of the valve), patient factors (severe valvular calcification, bulky native leaflet calcification, lca height, lcc length) likely contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in japan, prior to the transfemoral tavr procedure, a guidewire was inserted into the left coronary artery (lca) for ¿protection¿. During the procedure, a 26 mm sapien 3 valve was deployed with 1 ml less than nominal volume in a final 80:20 aortic/ventricular (a/v) position. Post deployment, ¿more than moderate¿ paravalvular leak (pvl) was observed. The valve was post-dilated with 1 ml additional volume (nominal volume); however, approximately 1 ml of contrast was left in the inflation device after post-dilation. Post-dilation was repeated with the same volume. Although moderate pvl remained, no further treatment was performed. Post valve deployment, aortography revealed a narrowing of the lca ostium without disruption of blood flow. Ivus indicated a native leaflet narrowing the lca ostium. A stent was placed in the lca with the proximal end slightly protruding from the lca ostium. The patient¿s vital signs remained stable throughout the procedure. The procedure was completed and the patient was transferred in stable condition. The native annular diameter measured 26.0 mm by CT. Severe valvular calcification, bulky native leaflet calcification (rcc and ncc) and no aortic root calcification was reported. The lca height measured 9.6 mm and the lcc length measured 15.9 mm. It was perceived that the native leaflet was pressed up and ¿involuntarily¿ narrowed the lca following the multiple post-dilation attempts.